Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer also found no delivery alarms in the last thirty days of using the insulin pump. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was assisted with troubleshooting and the customer was able to clear the alarm. The customer's insulin pump worked as designed.